Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and the reported difficult or delayed positioning likely resulting in single leaflet device attachment (slda) appears to be due to the challenging patient pathology/morphology in conjunction with user technique/procedural circumstances (poor image resolution). Additionally, the reported poor image resolution was due to patient¿s anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed as the clip detached from one leaflet, while remaining attached to another leaflet. Patient ID: (B)(6). It was reported that on (B)(6) 2020, a mitraclip procedure was performed for mixed mitral regurgitation grade 3-4. The patient presented with a prior coronary artery bypass graft (CABG) surgery, an implanted defibrillator, posterior 2 (p2) mitral leaflet prolapse, ruptured chordae, and a rotated heart. During use, the mitraclip (cds0502, 90809u176) was difficult to assess for posterior leaflet insertion. The clip was implanted without further issues reported. Approximately one minute after clip delivery system removal, the mitraclip detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). After further review, it appeared that only the posterior leaflet tip had been captured, before clip deployment. As treatment for the slda and to further reduce mr, another mitraclip was implanted without reported issues. The mr had been reduced to grade 2+. No additional information was provide regarding this issue.